Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Reportedly, the customer had delivered a food bolus and possibly over-delivered to compensate for the carbohydrates consumed. Customer drank orange juice to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.